Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 305787 batch no: 9333914 we were filling these needles and when we pull back the rubber there is a bit a moisture. We are unsure whether this is sterile or safe to use so we discarded them.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
PMA/510(k)#: an additional PMA/510(k) applied to the needle portion of the device as k161170 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 305787, batch no: 9333914. We were filling these needles and when we pull back the rubber there is a bit a moisture. We are unsure whether this is sterile or safe to use so we discarded them.